Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during an unknown surgical procedure, the hose "exploded about three feet from the handpiece" on the motor device. It was unknown if there were any delays in surgery or if a spare device was available. It was unknown if there were injuries or medical intervention reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed the hose of the device has rupture approximately three feet from the motor between the motor and the pressure release valve. Therefore, the reported condition was confirmed. Evidence suggests this was due to mishandling at the customer site as there were occlusion marks between the rupture and the pressure release valve. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).